Event description:
While attempting to insert ultratine through endoscopic incision, the ultratine cracked and broke.

Manufacturer narrative:
After a recent FDA inspection, microaire modified our MDR reporting criteria and have determined this should have been reported.